Event description:
The pt was brought back from the or on extracorporeal membrane oxygenation (ECMO) on battery. The flow was at 4lpm, and was accompanied by perfusion and anesthesia. The pt arrived in the ICU and flows were confirmed by the rn at 4lpm. The nursing staff was settling the pt: placing pumps on poles, getting labs, recording intake and output, etcetera. While the pt was still on battery, the perfusionist was plugging in air and oxygen lines on the opposite side of the room from the ECMO console. The battery status prior to plugging in the lines was approximately 24.9 volts. The pt's alarm for low blood pressure sounded. While trouble shooting the cause of the low blood pressure, another staff member came into pt's room and noted that the ECMO machine was not running. The ECMO console appeared not to have any power to it. The screen was blank and had no display. The perfusionist quickly plugged in the unit and pushed the power button on and power was restored. The unit went through its checks and restored flow to the pt. The pt's bp and o2 sat returned to normal for the pt. After flowing for a few minutes, ECMO was unplugged from ac power, it immediately went to battery and battery voltage was reading approximately 25.1. The physicians were notified and a decision was made to switch out the unit for another machine. The MFR response follows: they were unable to reproduce the problem. They verified the unit operates on ac power and charging the circut is functional. A battery run time test was performed and it was okay. They verified the unit successfully switches between ac and battery power. The MFR performed a complete function test and returned the unit to service after installing a power switch cover, circuit breaker cover and safety knob for flow control.